Event description:
It was reported that an out of range shock impedance measurement was observed on the lead. The device was reprogrammed with one vector off. During dft testing, the device was reported to have malfunctioned and has stopped working. The lead was capped and replaced.

Event description:
It was reported that an out of range shock impedance measurement was observed on the lead. The device was reprogrammed with one vector off. During dft testing, the device was reported to have malfunctioned and has stopped working. The lead and device were explanted and replaced.

Manufacturer narrative:
No medwatch form was received.